Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the diagnostic mobile programmer application was showing a large variation in the r-waves from the implanted device. A programmer was used and there was no issue with the r-waves. The application remains in use. No patient complications have been reported as a result of this event.